Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient fell a month and a half to two months ago and could feel like a wire was trying to protrude through their skin. The caller has been feeling dizzy and is needing an MRI of the brain. The patient was redirected to their healthcare provider to further address the issue. Reviewed the option of the MRI form for eos.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va0lfj6 , implanted: (B)(6) 2014, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 08-jul-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.